Event description:
Via the press, a patient reportedly died during surgery. According to the dealer, tuv (a test organization), was contacted to evaluate the equipment involved in the alleged event. Reportedly an equipment malfunction could not be detected. The aespire anesthesia machine had reportedly been delivered to the hospital in 2005. The operating room was not ready at that time, therefore, no functional test or training for the customer had yet been done; the unit had not been released to the customer for patient use. It appears the customer put the anesthesia machine into use without proper training and testing of the equipment according to tuv, the alleged event was due to a misconnection of the external tubes for oxygen and anesthetic gas.